Event description:
It was reported that the pump exhibited a primary audible alarm. The speaker was replaced. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a "primary audible alarm bgdn test" and "auxiliary control unit (acu) watchdog failure" errors. The cause of the customer reported problem was the defective main board and speaker. Service history review identified that the device was last serviced february 2, 2024, for an issue related to "primary audible alarm bgrnd test error." The manufacturer representative replaced the main board and speaker, recalibrated pump, and the pump passed all functional tests and performed as intended after repair.